Manufacturer narrative:
Evaluation summary: the stent was off the balloon and did not return for analysis. The distal tip of the delivery system was damaged. The balloon was unopened and intact. There were crimp impressions visible along the working length of the balloon. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a lesion in the mid to distal lad with 95% stenosis. The lesion exhibited slight vessel calcification and severe tortuosity. There were no difficulties removing the protective sheath. No issues were noted during inspection prior to use. The lesion was pre-dilated by with a 2.5x10mm balloon catheter at 9atm for 5 seconds. No stenosis remained after pre-dilatation. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing to the lesion. No excessive force was used. During the operation, the stent could not cross the lesion and dislodged during advancement. The stent was captured with a snare and discarded. The physician replaced it with a 2.75 x 14mm stent. Angiography showed there was no stenosis remained after implanted the stent. Operation time was extended and the physician commented that the event was related to patient's vessel calcification and tortuosity. No patient injury was reported as a result of the event. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.